Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Not docking properly due to badly dented x-stage cover. Removed cover to run home program. System will now dock. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site biomed representative, that they were unable to dock their imaging system. In trouble-shooting, it was determined that the x-stage cover was damaged, causing the imaging system not to dock. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.